Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed multiple alarms. Customer's blood glucose was unknown. During troubleshooting, found unexpected restart alarms and displayable history check failed alarms. Display was damaged. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received missing segments due to open lcd zebra connector. The insulin pump passed displacement test and a21 error test. No a21 alarms noted however, several a47 alarms noted in alarm history screen due to corrupted history file. The insulin pump had minor scratched lcd window, broken reservoir tube lip and cracked battery tube threads.